Event description:
It was reported that multiple motor stalls and recoveries were confirmed in the logs as far back as (B)(6), which was as far as back as the logs could go. It was noted that "some of the stalls lasted as long as 48hours." A tube set message appeared on (B)(6). The patient had been hearing the alarm for over a month. The patient "admitted to hospital under-dosing" and another procedure. The patient was in the hospital for neck surgery, not pump related. The patient was experiencing inadequate pain relief. The cause for the stall was unknown; a rotor study and dye study was not performed. The patient was implanted with a new pump; the device was returned to manufacturer. The patient outcome was not provided. The device system was used to deliver morphine.

Event description:
Additional information reported that an alarm was heard; however, telemetry did not confirm an alarm. Following the pump replacement the patient's outcome was reported as to be "doing fine".

Manufacturer narrative:
Analysis of pump (B)(4) found a pump motor feedthru anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, product typ catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.